Event description:
Please note there was a needle stick incident with one of the providers, family nurse practitioner (fnp). As reported: fnp was performing botox, and when she was done using the needle, she went to re-cap it. Upon recapping, the needle bent and then poked through the cap. When she went to pick up the needle, she then poked her finger with the needle end that was exposed outside the cap.